Manufacturer narrative:
This MDR is the result of an investigation finding: the complaint of a damaged catheter was confirmed; however, the root cause could not be determined from the 20g insyte autoguard IV catheter that was provided for investigation. The IV catheter was received without the needle. Multiple v-shaped cuts were observed in the tapered region of the catheter tip. The breach was consistent with needle puncture damage. As the catheter had been removed from the needle and the damage was verified outside the packaging, it could not be determined if the damage occurred during tip adhesion break or during manufacturing. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
It was reported that bd insyte autoguard inner tube damaged. The following information was provided by the initial reporter: inner tube damaged